Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the system was encountering a recoverable fault, error code 23025. Fault kept repeating when users attempted to recover. Prior to call, the customer power cycled the system, but fault persisted. The tse checked live logs and verified error 23025, pointing at the right master tool manipulator (mtm) on the surgeon side console (ssc). The caller stated one instrument was now stuck holding tissue. The tse guided caller to remove stuck instrument using instrument release key (irk). Tse noted two ssc's were connected to system and asked if the surgeon can switch to ssc2. Caller informed the surgeon had switched to ssc2. The tse reminded caller to give instruments from ssc1 to ssc2. The surgeon did as instructed and the surgery resumed. The tse asked if next procedure can also be performed using only one ssc, caller stated it could. The tse recommended caller to disconnect ssc1 from system after surgery has ended and system has been shut down, to avoid encountering the error 23025 again. Caller acknowledged the recommendation. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the customer complaint of error 23025 along axis 1. The mtm was tested on the in-house system. During sine cycle testing, the system triggered error 23025 due to the mtm. The axis 1 motor and cable will be replaced to resolve this issue. Intuitive surgical inc. (Isi) contacted the surgeon and obtained additional information regarding this event: the cadiere forceps instrument was stuck on tissue. The procedure was successfully completed with only one surgeon side console (ssc). There was no adverse effect to the grasped tissue. There was no tissue excised and no bleeding due to this event. The patient was male. Field a3 was updated based on the follow-up information.

Event description:
Refer to h10/h11 for follow-up information.